Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor with a condition of "alarm will not clear." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter, it was discovered that a constant alarm occurred during infusion, which caused an interruption during delivery. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a infuso.r. Pump with an "alarm will not clear" condition was confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty micro processing unit (mpu) board. The mpu board was replaced in order to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.